Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during that a patient had a failed sapien 3 26mm valve due to aortic regurgitation (ar) and paravalvular leak (pvl) after an implant duration of 4 years and 5 months. As reported, the initial valve had trivial pvl and ar. Additional sutures put in during surgery to attempt to seal trivial leak which increased leak. The patient was symptomatic with syncope and a high gradient. The team placed a 26mm sapien 3 ultra resilia valve with additional +2cc's. The patient's final outcome was stable and discharged.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated b5, b7, and h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this cas e. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve central regurgitation and stenosis were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the initial valve had trivial pvl and ai. Additional sutures put in during surgery to attempt to seal trivial leak which increased leak. The patient was symptomatic with syncope and a high gradient. The team then decided to do a valve in valve procedure due to stenosis, central regurgitation, and severe pvl with heart failure symptoms.'' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, trivial central regurgitation was worsened after additional sutures were placed, as reported. As such, available information suggests procedural factors (post procedure sutures) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. No corrective or preventative actions are required. For the complaint of stenosis, an existing technical summary documents the root cause analysis on valve stenosis and increased gradients over the time in patient. Per the technical summary, stenosis and increased gradient across the valve are common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valve's hemodynamic performance. Furthermore, evaluation of reported complaints for stenosis, increased gradients, and patient prothesis mismatch did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, available information suggests patient factors (hyperlipidemia) likely contributed to the event as medical records show a history of hyperlipidemia . Hyperlipidemia is a significant risk factor for atherosclerosis. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. No device or labeling problem was identified during the evaluation. No corrective or preventative actions are required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event, as reported, was that the patient was undergoing open chest surgery unrelated to tavr. During the surgery, the surgeon decided to add sutures to correct an existing trivial pvl. However, this increased the pvl as the suture was thought to have pulled on the valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient had a sapien 3 26mm valve implanted implant duration of 4 years and 5 months. The patient recently underwent an open chest procedure unrelated to the sapien 3 valve. At the time of the open procedure, the patient had trivial pvl and ai. During the open procedure, the physician decided to place additional sutures put in to attempt to seal the trivial leak. However, this increased the leak. It was though that the suture may have pulled on the valve. The patient was symptomatic with syncope and a high gradient. The team then decided to do a valve in valve procedure due to stenosis, central regurgitation, and severe pvl with heart failure symptoms. A 26mm sapien 3 ultra resilia valve was implanted with additional +2cc's. The patient's final outcome was stable and discharged.